Event description:
"Fracture screw from previous cervical fusion done about 2 1/2 years ago at another facility. Pt developed recurrent pain. X-ray identified screw fracture at c7. Surgery needed to remove screws and plates and replace with new product. Pt requested screws and plates be returned to them." Photos indicated 2 screws are broken. This report is for one of the two screws. See mfg medwatch report #1226348-2002-0184 for the other screw.